Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with pump failure was confirmed as failure code 804:04, found in the event history. The quality engineer assigned it to be the as determined problem code. This condition was caused by a defective pump head module (phm). The phm was replaced to fix the reported problem. Additional information: this involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that the "pump failed"; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.